Event description:
Based on a review of medical records provided by the pt's attorney: (B)(6) 1998 - repair of recurrent incisional hernia with bard flat mesh. On (B)(6) 2006 - office visit: pt has developed an asymptomatic recurrence. Pt did not want anything done at that time. On (B)(6) 2007 - repair of recurrent umbilical hernia. Composix kugel mesh implanted. Previous mesh was not explanted. On (B)(6) 2007 - followup office visit: staples removed, wound is healing nicely. On (B)(6) 2007 - laparoscopic release of small bowel obstruction. Bowel was peeled down from mesh. Composix kugel noted to have rolled so that polypropylene was exposed to intraabdominal contents. Mesh was retacked. On (B)(6) 2008 - pulling discomfort may be secondary to mesh, which had recently been retacked. On (B)(6) 2008 - right lower quadrant abdominal pain. Exam reveals no evidence of abnormal masses or enlarged organs, no evidence of inguinal or ventral hernia.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt reportedly underwent repair of a recurrent hernia with a bard flat mesh. Nine years later, the pt was treated for a recurrence. The flat mesh was not explanted during this procedure, and a composix kugel mesh was implanted. The pt underwent another procedure in (B)(6) 2007 after developing abdominal pain. The composix kugel mesh was noted to have rolled so that the polypropylene surface was exposed to the intra-abdominal contents. The mesh was tacked back into place. There was no indication that the flat mesh was manipulated. Both meshes remain implanted. An exam on (B)(6) 2008 revealed no evidence of abnormal masses. There was also no evidence of inguinal or ventral hernias. A mfg review was performed and did not find evidence of a mfg related cause for the reported event. Based on the info provided, no conclusion can be drawn. Refer to MDR 1213643-2009-00003 for info regarding the bard flat mesh implanted on (B)(6) 1998.